Event description:
The product was used during a laparoscopic tubal procedure. Reportedly, the jaws scissored. The surgeon was able to complete teh procedure with the instrument. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not available for evaluation.